Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a patient underwent a nephrostomy and two ultrathane mac-loc locking loop multipurpose drainage catheter's placed in the kidney leaked at the hub connection. The leaks were observed with in a couple of minutes after connections/injections and were made. The third device used completed the procedure successfully. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Results code: (4210) leakage/seal. Investigation - evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, as well as a visual inspection and dimensional verification of the returned device were conducted during the investigation. The visual inspection of the returned devices showed two unlocked mac-locs in used condition. No surface damage was apparent on either device. Leak tests conducted on both devices confirmed the presence of a leak between the catheter tubing and the connector cap. Both devices had more threads showing on the adapter than what specifications state is acceptable. Upon removing the connector caps of the devices, the suture strings were found to be wound in the threads. Tug and twist tests conducted also revealed that the proximal assemblies were secure, however the catheter tubing in both devices was noted to be able to rotate freely within the connector cap, indicating that the flares were not fully compressed. With the potential damage upon removal, it is unknown if the flares were manufactured to cook¿s specifications. A third unused device that was returned by the user was also evaluated. A leak test was unable to confirm the presence of a leak. Visible threads on the adapter were within specification, and a tug and twist test revealed that the proximal assembly was secure. Upon removal of the cap, the suture string was found to be slightly wound in the threads. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed one nonconforming event for improperly secured fittings and the five devices involved were scrapped. It should be noted there was one other reported complaint for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, possible root causes for this failure mode have been attributed to the suture running through the threads of the cap/adapter assembly interfering with the seal during torqueing and an inconsistent flaring process although this has not been confirmed. We have notified the appropriate personnel. Per the quality engineering risk assessment no further action is required. Appropriate measures have been taken to address this failure mode. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.